Event description:
It was reported that this rv lead exhibited a lead safety switch. In addition, noise was observed on the rv channel. No symptoms were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).